Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level between 54 mg/dl to 70 mg/dl. The user addressed bg level with jelly beans and ginger ale. Reportedly, the healthcare provider is continuing to adjust the pump settings.